Event description:
The complainant reports a balloon burst. Tube was in place for about two weeks.

Manufacturer narrative:
(B) (4). (B) (4): the device reported, (B) (4), is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. (B) (4).